Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported she was hospitalized from (B)(6) 2016 due to elevated blood glucose while using the infusion device. The patients blood glucose results during the event are unknown. The patient was experiencing symptoms of vomiting and was transported to the hospital by her mother in law. The results obtained on the hospital meter were also unknown. The patient was diagnosed with diabetic ketoacidosis. At the hospital, the patient states she was put on a hospital pump and was being treated with insulin, she was also given an IV for dehydration. The patient stated the high blood glucose was due to incorrect basal rate settings on her infusion device. The infusion device was not requested to be returned.